Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy. No action was taken. Afterwards, the patient was reported to be in sinus rhythm. No further information is available at this time.